Event description:
The manufacturer received information about alice nightone device was returned to third-party service centre. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and no secondary findings were observed. During the evaluation pcba damage, cracked top, rusted cannula, broken auxiliary cover, contaminated bottom was observed.